Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery below the inguinal bridle after an interventional procedure. Reportedly, as the plunger was being pulled out, the sutures were not retrieved. Manual compression was used to achieve hemostasis. There was no adverse pt sequela. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found both cuffs successfully captured the needles and successful needle deployment. However, the posterior foot and needle tip were broken off and the suture remained inside the device. This suggested that the foot and needle tip broke after successful needle deployment and prior to retracting the plunger. Subsequently, the suture could not be retrieved during needle plunger removal as reported. The returned condition suggested that the device might have been twisted or torqued after needle deployment while the foot was open inside the artery, resulting in a foot break. The broken foot was not returned. The observed posterior needle break was consistent with the posterior cuff successfully capturing the needle tip, but was not completely ejected out of the foot pocket. Therefore, when the posterior foot broke, the posterior needle also broke. During testing, the original plunger was inserted into a proxy device and the push mandrel travel was tested and the result was acceptable. There was no limitation to the distal movement of the push mandrel that could prevent the posterior cuff and the captured needle tip from being completely ejected out of the foot pocket. Not fully depressing the needle plunger during needle deployment could be a contributing factor. Based on the investigation findings, the probable root cause for the posterior foot and needle break that directly resulted in the reported failure to retrieve the suture during the plunger removal is incorrect technique. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.